Event description:
Device 1 of 2 reference MFR. Report#:1627487-2020-31297.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#:1627487-2020-31297. It was reported the patient lost effective therapy due to both of their leads migrating. In turn, the patients leads were repositioned on (B)(6) 2020 via surgical intervention. Effective therapy was restored post-op.